Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: date of this report. Item, lot, unique identifier (UDI) number, and expiration date. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device manufacture date. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Patient identifier unknown / not provided.

Event description:
It was reported that the implant site was infected. The implant was removed on (B)(6) 2019 and another implant placed on (B)(6) 2019.